Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or assay performance issues. Ts advised customer the results are dependent on proper sample handling and preparation, and that result reproducibility can be impacted by target concentration. Customer performed troubleshooting and continued assay processing. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua (B)(4), aptima sars-cov-2 eua (B)(4), and aptima sars-cov-2/flu eua (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 297267 on panther instrument sn (B)(4) which had a discrepant sample. The initial result was a low positive, but it was sent to another lab for variant testing and resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.